Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. Original surgery date was on (B)(6) 2015. When she came in for an office visit, dr. (B)(6) noticed that the implants had loosened. Revision surgery is scheduled for (B)(6) 2018. No patient injury. No delay in surgery. Additional intervention mentioned in complaint was revision surgery which took place (B)(6) 2018. Components in use listed as concomitant devices are: nx054z / as vega ps tibial plateau cemented t2+; nx029z / as vega ps femoral comp.cemented f4n r; nn261z / as tibial obturator d12mm; nx120 / vega ps gliding surface t2/2+ 10mm; nn482 / columbus patella 3-pegs p2 30x8mm.

Manufacturer narrative:
No product is at hand. The device quality and manufacturing history records have been checked for all the lot numbers, and found to be according to specification valid at the time of production. Similar incidents have been filed with products from batch 52148066 and 52147348. No similar incidents have been filed with products from the other batches. No product available, and therefore a complete analysis is not possible, but based on the information available, it appears the root cause of the failure is not product related. There is the possibility that the root cause of the problem is most probably usage or patient related. According to the quality standard and DHR files, a material defect or production error can be excluded. Unfortunately due to a lack of data and without the product, we can not determine the exact cause. Any action regarding CAPA will be addressed with product safety case (B)(6).